Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event and was treated with injection of fortum 1 milligram, given once daily intraperitoneally (duration not reported) and vancomycin 1 gram given in 72 hours intraperitoneally (duration not reported). At the time of this report, it was unknown if the patient was recovered. Dianeal therapy was ongoing. The action taken with extraneal therapy was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). During follow up with the reporter, they stated that on an unreported date, dianeal and extraneal therapies were discontinued, and the patient switched to hemodialysis. The patient was still hospitalized and was not recovered from the peritonitis and pd fluid was still not clear. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.